Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a mark in the center of the intraocular lens (iol). The issue was realized when the lens was placed in the eye. Reportedly, the lens was removed and replaced with a back-up lens. No incision enlargement, no vitrectomy was performed, no sutures were used and no patient injury was reported. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/10/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the product was cut in half, most probably to make the removal possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.